Manufacturer narrative:
Upon failure analysis investigation performed on (B)(6) 2014 - it was determined that this is a MDR reportable event since this risk is not acceptable to the pt. No injury occurred with this incident, however, CAPA (B)(4) was opened to address this risk.

Event description:
Upper section, rotate and clamp separated from prosthetic foot completely.